Event description:
On (B)(4) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results. The reporter claimed obtaining blood glucose readings of 33.3 mmol/l with the subject meter and 21 mmol/l with another meter (ot ultra easy), within 30 minutes. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.